Event description:
The patient reported on the second day following treatment with juvederm to the lips, feeling flu like symptoms which included "nausea, headache, sore throat". The patient went to a local hospital but was released without admission, and reported a blood test at the hospital showed "inflammation" but was "normal". The patient reported consulting a general practitioner who prescribed mersyndol, nurofen and panadeine to be taken as required. Prior to the juvederm treatment, the patient received a dental block. The patient was happy with the aesthetic results of the juvederm treatment to her lips, and reported there were no localized adverse effects following the treatment. The patient denied follow-up with the injecting nurse. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).